Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured between 09/07/2023 and 09/11/2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is intended to correct d4 lot#, d4: expiration date, d4 UDI#. H4: the device was manufactured between 11/20/2024 and 11/21/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor over-infused. The expected infusion time was 46 hours; however, the actual infusion time was approximately 30 hours. Allegedly, two days later the patient had a fever and was subsequently hospitalized. No further information was available at the time of this report.